Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was elevated to hi and ketones were present. The patient's mother gave her an injection of insulin and her blood glucose levels went down. The mother stated that there was insulin in the cartridge compartment and there was a strong smell of insulin present. The pre-filled insulin cartridge (competitor product) appeared ok. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.